Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had one of their leads explanted and replaced. Once removed the physician could see a fracture, therapy was restored. Note: it is unknown which lead was replaced, as such both leads are being reported.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32362. It was reported the patient has high impedance on one of their leads causing a shocking sensation. Surgical intervention may take place at a later date to address the issue.